Event description:
After processing a pentax endoscope in a system 1 cycle, the hospital staff discovered fecal matter in the processor chamber, and immediately contacted steris and pentax. Additional information from hospital not available.

Manufacturer narrative:
Both system 1 and pentax endoscope instructions for use clearly instruct users that instruments must be thoroughly pre-cleaned by removal of all visible soil and brushing and/or flushing of all lumens using an appropriately labeled medical instrument cleanser before reprocessing. Steris and pentax representatives visited the hospital on the same day to investigate this issue with the hospital staff. The hospital staff received in-service training on use of system 1 and quick connects from the steris clinical representative. The pentax representative trained the hospital staff on procedures for pre-cleaning pentax endoscopes. Both the pentax and steris representatives advised the hospital staff to flush the forward water jet on the pentax endoscope twice using an enzymatic cleaner before sterile processing. Steris' medical device reporting process in place at the time of this complaint did not require reporting of this event due to the language in the 21 cfr part 803 regarding what constitutes a reportable serious injury or death. Nonetheless, steris' current process is a more conservative approach relating to reporting and therefore, this complaint, reviewed today, would have resulted in a medwatch report filed with the agency.